Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the calcified and 90% stenotic distal left circumflex artery. The physician deployed a stent and then advanced the 2.5x15mm maverick2 balloon to the stent and inflated the balloon four times. On the fourth inflation, the physician inflated the balloon to 5atms and it ruptured. There were no patient complications. The procedure was successfully completed with another 2.5x15mm maverick2 balloon. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.